Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va10c4a serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported the patient felt a pain down their leg. The rep was informed about the event during an ins and lead revision on (B)(6) 2017. The issue occurred before the revision and with the previous ins/lead. There is no issue with the new ins and lead after the revision. The doctor replaced the ins and lead. Additional information was received from a rep. The cause of the pain going down the leg was not determined.

Event description:
Additional information was received from a manufacture representative (rep). Rep reported they were informed of the event from the hcp and the patient. The hcp wanted to replace the ins and lead due to the pain in the patient's leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.